Event description:
The customer reported that system was displaying a "low ma" error message. No risk of injury to patient or staff.

Manufacturer narrative:
The service rep performed filament duty cycle calibration. Reloaded system configuration files. System operates properly at this time.